Manufacturer narrative:
The information provided and the examination results suggest that this event is not device related but rather is associated with alignment.

Event description:
Knee revision due to wear.